Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges alarms (cartridge alarm 1) and multiple occlusion alarms occurred with multiple cartridges. The customer's blood glucose level was not impacted. Reportedly, the customer was able to load a new cartridge successfully.